Manufacturer narrative:
Updated fields d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic lithotriptor had a burned out connector. The issue occurred during a therapeutic urolithiasis procedure and was completed using a competitor device. There were no reports of patient harm.